Event description:
The pt was admitted for a procedure in 2008, with an 75%, occlusive and highly calcified lesion in the left anterior descending (lad) branch. The physician chose a 3.0 x 28mm cypher select stent for the procedure. It was noted that there was some difficulty experienced trying to cross the lesion. Then, the balloon would not display at 8atm of pressure, therefore, the physician added pressure, but the balloon ruptured when it reached 11 atm of pressure. Then, when the stent delivery system (sds) was being retrieved from the vessel, the stent "fell down" from the sds into the main artery. The stent later moved to the right profunda femoral artery. According the angiogram, the stent did not continue to move anymore. Finally, the physician implanted another cypher to complete the procedure. So far, the pt is in stable condition.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the us cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.